Event description:
The complaint is reported as: the battery pack is displaying corrosion on the positive contact end.

Manufacturer narrative:
The sample was returned for evaluation. There were no visual indications of any abuse or misuse. After close examination, there were no signs of battery corrosion or leakage detected at the positive or negative contact points of the battery. Based on the visual exam, the reported complaint could not be confirmed. There were no issues observed with the returned device.